Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with cervical spondylotic myelopathy and underwent anterior cervical fusion at l2-6. During surgery, after drilling, the screw was inserted with the screwdriver, and the screwdriver's tip was broken and remained in the screw. Though it was tried to be removed, it was impossible to remove it. Wound closure was performed without any other action. Fragments of the broken part remained in the patient. No patient complications were reported as the result of the event.

Manufacturer narrative:
Product analysis: visually confirmed approximately 2 mm of instrument tip has been broken off, consistent with interface during usage. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Microscopic examination of the fracture surface analysis reveals a fairly flat fracture surface and circular material displacement, consistent with torsional overload. The above findings are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.